Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aortic neck was 24 mm in diameter at the level of the renal arteries, it is 1 cm in length with mild angulation. The distal neck diameter was 26 mm and it was described as short and conical in shape. It was reported that on the final angiogram there was a proximal type I endoleak. A palmaz stent was implanted and successfully resolved the type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short, angulated and conically shaped aortic neck), device failure/lack of effectiveness related to patient condition (short, angulated and conically shaped aortic neck).